Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by the (B)(6) that during service and evaluation, it was observed that the electric pen drive device control unit (mainboard) had an electrical fault. It was noted that the control unit of the handpiece was defective. It was also noted that the device failed pre-repair diagnostic tests for marking and labeling, and function and direction of rotation. It was noted in the service order ¿it does not work normally¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.